Event description:
The rptr saw the surestep replacement program announcement on the bottle of test strips he purchased. He has an affected meter and understands what can cause an er1 message. He has experienced er1 a couple of times. When he got the er1 message, he turned off the meter and tried again. He got a high reading of "about 300". He checked the color chart on the vail and saw that the color corresponded to "about 300" as well. The confirmation dot was dark blue. He did not seek medical treatment. He has not used the control solution for a while because it has expired.